Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the nurse attempted to bow the device, it was noticed that the cut wire was oriented in the wrong direction which was reportedly pointing at 6 o'clock direction. It remained unusable as the orientation could not be corrected. A second stonetome was used but same thing happened. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the devices prior to putting it through the scope or after the issue occurred. The procedure was completed with the different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3009 captures the reportable event of positioning problem. Block h10: visual analysis of the returned device found in good conditions and without any visual damage. Functionally, the device was bowed and it was bowed more than 90 degrees and within specifications. Based on all compiled information on this investigation, the most probable cause is no problem detected since the complaint included a returned device review which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. Block h11: correction to block h4.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a stonetome was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the nurse attempted to bow the device, it was noticed that the cut wire was oriented in the wrong direction which was reportedly pointing at 6 o'clock direction. It remained unusable as the orientation could not be corrected. A second stonetome was used but same thing happened. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the devices prior to putting it through the scope or after the issue occurred. The procedure was completed with the different device. There were no patient complications reported as a result of this event.